Event description:
Patient presented with significantly worse pain concerning for intrathecal pump malfunction. The failed synchromed was placed initially on [redacted]. The pump failed prematurely. A surgery was performed for a revision replacing the intrathecal pump with a new pump. Manufacturer response for intrathecal pump, synchromed ii (per site reporter). Picked up failed pump for analysis.